Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected tissue at the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.